Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device elective replacement indicator alert was cleared and values updated. No patient symptoms were reported. The patient would continue to be monitored.